Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. 61 - intuitive surgical, inc. (Isi) received the harmonic insert involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The harmonic insert was found to have a broken blade. The blade broke at the base, and the broken piece was returned. Cracked or broken blades are triggered by contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace insert for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history based on the reported event date does not show any additional complaints related to this product and/or this event. A system log review was not performed for the reported product as the da vinci system does not capture usage history for harmonic ace insert accessories. The customer provided an image of the reported instrument. The titanium blade of the harmonic ace insert was missing. Any contact with metals or hard objects during activation may lead to a broken blade, and any scratches that occurred during use may also lead to a blade failure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient harm, if the reported malfunction were to recur, it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted colon resection surgical procedure, the surgeon was using the harmonic ace blade to dissociate the tissue when the curved blade separated from the instrument inside the patient. The fragment was retrieved, and the instrument was replaced. The procedure was completed with no reported patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by 15 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the reported product was inspected prior to use. All fragment(s) were retrieved. The assistant used the da vinci endoscope to search for the fragment and used the laparoscopic instrument to grasp the fragment and pull it out. No post-operative tests were performed to check for any remaining fragments. No issues were observed with the functionality of the instrument during the procedure. The surgeon did not experience any issues with removing the instrument prior to the breakage. The instrument did not collide with any other instruments or other hard material during the procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.